Event description:
Manufacturer received device tracking information indicating that patient underwent ncp system replacement due to an electrode malfunction. Patient was having revision surgery to replace a generator that was reported to be at end of service. System diagnostic testing during replacement surgery resulted in a high lead impedance reading, indicating a possible lead break. The surgeon then implanted a new generator and lead. No serious injury was reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.